Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels ranging from 29-37 (mg/dl). Reportedly, the customer basal rate settings were set too high and needed adjustment. The contact administered a glucagon shot to address low bg level. Tandem technical support assisted the customer with adjusting to the desired pump settings.